Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11. The following sections were corrected: a2, b1, h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from a patient condition or high forces during broaching, reaming, exposure, or retraction. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Subsequently, the patient experienced a scapular fracture during implantation of devices. Drilling center cage for anatomic base plate, drill caught scapular vault and fractured glenoid at pin site. As a result, the patient was converted to rtsa intra-op without issue. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 300-30-08 - equinoxe preserve stem 8mm: (B)(6). 320-36-00 - 145-deg pe 36mm hum liner +0: (B)(6). 320-10-00 - equinoxe rev adapter plate tray +0: (B)(6). 320-31-36 - glenosphere, 36mm: (B)(6). 320-35-07 - small sup/post aug glenoid plate, left: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The instrument will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.